Event description:
A pt was implanted with hardware and chronos strip without complications. The pt was returned to the operating room for removal of screws due to infection of the tissue. The infection area was very similar to the area where the strip has been placed.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records has been requested. Manufacture date has been requested.